Event description:
It was reported that the pacemaker and the non-boston scientific right ventricular (rv) lead exhibited high impedance issues and thresholds fluctuation. Header issues were suspected. Underwent procedure, both pacemaker and the rv lead were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).